Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "he alaris pcu was beeping "low battery" along with a message on the screen. When plugged in, the message did not disappear. Noted that the plug in the back of the pump was not pushed all the way in. When pushed in and secure, the low battery message when away. There may be too much room between the retaining clamp surrounding the receptacle and the plug to cause it to become loose with tension on the rear of the device. Power cord of clamp needs it more secure."